Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: evidence of water ingress was confirmed through the evaluation of the returned shower bag. The external portion of the bag did not reveal any damage or wear to any of the seams, zippers, or fabrics that could have contributed to a potential leak. Visual inspection of the interior of the bag revealed no evidence of water ingress. The bag was mounted in a sink and sprayed directly with water. Following the test, evidence of water was observed inside the bag, and the interior surfaces felt wet to the touch. The cause of the water ingress could not be conclusively determined. It was unknown if their equipment was damaged because of fluid ingress. The patient remains ongoing on left ventricular assist system support with no further related issues reported at this time. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The IFU and patient handbook instruct the user to periodically inspect wear and carry accessories for damage or wear. These documents further state, ¿if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed.¿ the IFU and patient handbook also provide instructions on using and assembling the shower bag. The IFU further warns that the shower bag must dry completely between uses. After showering, the exterior of the bag should be wiped with a clean, dry towel, and the bag should be allowed to drip dry completely before being used again. The lot number was not provided. This product is not serialized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that water seeped into the shower bag from the bottom. Even when it was covered with gauze, water still seeped in. There was no health hazard to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was unknown if there was any other equipment damaged due to fluid ingress.